Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the applicator burst open and the glass fell out. The vial is bursting and glass is going everywhere and all over the floor.

Manufacturer narrative:
Your facility did not provide samples to aid in our quality engineer¿s investigation. The failure mode of end cap fell apart was verified by the retained samples available. A device history record was reviewed for batch/lot 0328213 and no non-conformances were noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi-lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it is also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and follows the directions provided. Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally. H3 other text : see narrative below.

Event description:
It was reported the applicator burst open and the glass fell out. The vial is bursting and glass is going everywhere and all over the floor.